Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer was trying to change his quick set but when he tries to fill the tubing, he gets a no delivery. Troubleshooting was performed and customer stated that the insulin did not exit the tubing. Customer was advised to try a new reservoir with the current set. Customer stated that the pump did not alarm no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue. Customer was advised to return the reservoir. Customer will continue using the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.